Event description:
It was reported that during a vena cava filter implant procedure, the filter prematurely deployed. The procedure was being performed for treatment of a deep vein thrombosis (dvt) resulting from a pulmonary embolism (pe). Additionally, it was reported that the pt was receiving percutaneous cardio-pulmonary support (pcps) prior to the procedure. The intended placement site of the filter was the inferior vena cava (ivc). Access was obtained via the femoral artery, however, which femoral artery is unk. The 12fr greenfield filter was advanced to the ivc, however, immediately prior to reaching the desired location for filter implantation, half of the filter partially deployed. The physician was unable to retract or reposition the device and was obligated to completely deploy the filter at this location. It was reported that the physician was "satisfied" with the filter placement and the procedure was completed without further intervention. The pt's condition was reported as "ok" following the procedure, however, at an unk day following the procedure the pt expired. It was the physician's opinion that the premature deployment of the filter did not cause or contribute to the pt's death, but rather the pt died as a result of being in severe state of ill health. Add'l info has been requested.

Manufacturer narrative:
The complainant indicated that the filter remained implanted and will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.